Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that the pacer dependent patient with this implantable cardioverter defibrillator (ICD) and the associated right ventricular (rv) lead underwent a routine ICD changeout. The implanting physician encountered difficulties fully inserting the rv pace/sense portion of the lead into the header of the new ICD. Rv capture was not able to be obtained on the first three attempts at lead insertion. With each of these attempts, eighteen seconds of asystole was observed. A temporary pacing wire was then inserted. On the fourth attempt at insertion, mineral oil was used to insert the lead fully into the header. Rv capture was obtained and all resulting numbers were within appropriate ranges. No adverse patient effects were reported.